Event description:
It was reported the patient was not feeling well when present at the office. The left ventricular lead was explanted and replaced due to total loss of left ventricular capture. During the revision, a fluoroscopy revealed the lead had been pulled back. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.